Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose from (B)(6) 2018 at (B)(6) with blood glucose of 700 mg/dl. The current blood glucose level of the customer was 254 mg/dl. The customer does not allege that the insulin pump was under delivering. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.